Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer stated that she was passed out on the floor while she was at work, and a co-worker called the paramedics. The reported blood glucose reading was 50 mg/dl. The customer felt that the sensor was not working properly as it did not alarm her of low blood glucose levels. Troubleshooting was performed, and found that the sensor was working properly. Advised the customer to contact the glucose meter manufacturer as it may not be giving accurate readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2012-07807.